Event description:
It was reported that during a device change out operation, the new device was programmed and attached to the chronic leads. The device was interrogated and displayed a power on reset (por)/elective replacement indicator (eri) message. The patient was pacemaker dependent and the patient¿s vital signs began to drop. The device was immediately removed and the patient was paced by an external device. The device was re-interrogated and the por/eri message went away. The device was not used and a new device was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analysis was performed with no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 1170 lead implanted: (B)(6) 2006. (B)(4).